Event description:
Instrument originally reported by sales rep as "broken". Upon evaluation, after receipt, it was found to have wire in tip and shooting straight shots.

Manufacturer narrative:
Complaint is confirmed for straight shots due to a small piece of wire being lodged in the tip. This can occur if the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.